Manufacturer narrative:
Correction: h6: codes should reflect product not returned. Correction: h10: field should contain the following statement: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
Correction: h2: field should be populated with "device evaluation" and " additional information" correction: h3: field should reflect device evaluation completed.

Event description:
Related manufacturing reference number: 2017865-2023-18887, related manufacturing reference number: 2017865-2023-18891. It was reported that the patient presented with a bacteremia infection. There was no allegation from a healthcare professional that the dual chamber implantable cardioverter defibrillator (ICD) system caused or contributed to the infection. The ICD, right ventricular and right atrial leads were explanted. The patient was in stable condition.